Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the native aortic valve via right subclavian approach, the balloon failed to inflate leading us to believe it was punctured during valve alignment. Withdrawal difficulty was noted and as the devices were pulled out as one unit the subclavian artery was "shredded". Surgical intervention was performed to repair the artery. The patient kept bleeding and expired the next day.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to d.9 returned to manufacturer, h.6 component codes, type of investigation, investigation findings and investigation conclusions. The device was returned to edwards lifesciences for evaluation and the following was observed. Inflation balloon material bunched distally from valve inflow side, I/c bond observed torn, gouges observed on flex tip and after valve removed, exposed valve struts on valve inflow and bent strut exposed on valve outflow. Imagery was not provided for review. Although the work order of the complaint device was not provided, the device undergoes multiple 100% inspections during manufacturing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned complaint device. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''fine adjustment difficulty was noted due to too much tension''. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip, as evidenced by gouges on the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. As reported, ''during the procedure of a 29 mm sapien 3 valve in the native aortic valve via right subclavian approach, the balloon failed to inflate leading us to believe it was punctured during valve alignment''. Evaluation of the returned complaint device revealed a torn I/c bond. It is possible the delivery system profile was altered due to the balloon tear and bent valve struts making the device more susceptible to catching on the patient vasculature and pre-existing tubing. Additionally, the presence of tortuosity can create non-coaxial withdrawing angles which can further contribute to the reported withdrawal difficulties. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, withdrawal of torn balloon, bent valve struts, non-coaxial withdrawal) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.